Event description:
It was reported that during preventative maintenance testing, the amperage would not go above 10 on either the atrial or ventricular channels. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the main printed circuit board was out of electrical specification. Analysis also found that the lower case, battery release, ring cover and battery drawer were contaminated. The upper case and lead flex cover were broken. The side bail covers were broken and contaminated and the battery contacts were compressed.